Event description:
Smiths medical jelco hypodermic needle-pro use for covid-19 under emergency use authorization (eua): when administering moderna covid vaccine, needle and hub separated from safety device/syringe - needle remained in arm of patient after administration of medication. Needle subsequently removed from patient's arm. FDA safety report ID # (B)(4).